Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, the stapler was unable to fire but the surgeon was able press the green button and squeeze the handle. The jaws of the device also got locked on tissue which was removed by pulling back the black button. It was also stated that device can be loaded but could not be formed. They change to a new device to load the staples. There was no patient injury.